Event description:
Same case as MDR ID 2134265-2013-08905. It was reported that a guidewire detachment occurred. The patient was undergoing a percutaneous coronary intervention. The target lesion was located in the first obtuse marginal artery (om1). A rota burr and a rotawire were selected to treat the target lesion. During the procedure, the spring coil tip of the wire became severed. The procedure was completed with the wire tip remaining in the om1 as it could not be removed from the patient. It was further noted that they do not believe the patient has adverse effects as a result of this. There were no additional patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was further reported that rotational atherectomy was performed on the left main coronary artery without difficult. Rotational atherectomy was performed at increasing speeds up to 199,000 rpm, but the burr could not advance into the lesion. At that time, it was not noted that the rota-floppy wire was fractured, as there was no torquability of the wire. Attempts to snare the fractured piece of wire were unsuccessful.